Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited out of range pacing impedances of greater than 2,000 ohms. Noise, oversensing, pacing inhibition and an inappropriate shock were also noted. Multiple inappropriate non sustained ventricular tachycardia (nsvt) events were stored in the device due to noise. A lead revision was therefore performed. During the procedure, a lead fracture was noted on the rate/sense portion of the lead. The lead was subsequently surgically capped and abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.